Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) stopped in the middle of a spin. An 'early termination' error message was received when the imaging system stopped spinning. Only 192 slices were displayed and no 'nav' tag was on the images. They said that the image seemed to have all of the anatomy displayed. Site was using a new network cable. They brought in the second system at the site to take a successful spin and continue using navigation for the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was performed and the field engineer was unable to reproduce the issue. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) stopped in the middle of a spin. An 'early termination' error message was received when the imaging system stopped spinning. Only 192 slices were displayed and no 'nav' tag was on the images. They said that the image seemed to have all of the anatomy displayed. Site was using a new network cable. They brought in the second system at the site to take a successful spin and continue using navigation for the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.